Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no specific event date was reported. The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the suspect device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary stent was implanted during a procedure performed on an unknown date. Reportedly the stent had been placed transgastric. According to the complainant, on an unknown date almost a year ago, the wallflex biliary stent had migrated completely into the bile duct. Reportedly, interventional radiology and surgery were performed. Currently the patient was reported to be without any issues.